Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+1.5/071 (sphere/cylinder/axis), into the patients right eye (od). At one month post-op, the patient had persistent elevated intraocular pressure (iop), which was being treated with iop lowering medications. The patient had no symptoms of angle closure and no signs of inflammation. The lens remained implanted. At the most recent post-op, pressure has stabilized on medications and the patient is being monitored closely. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric evo icl implantable collamer lens, into the patients eye. At one month post-op, the patient had persistent elevated intraocular pressure (iop), which was being treated with iop lowering medications. The patient had no symptoms of angle closure and no signs of inflammation. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. H6: health effect impact code: 4644 - iop lowering medications. Claim # (B)(4).